Event description:
Clinical adverse event received for posterior pain in decubitus dorsal position at night event is not serious and is considered mild event is definitely not related to device and is possibly related to procedure. (Right knee) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).